Event description:
Event was reported to caldera medical by an atty. The patient has suffered urinary problems, recurrence, dyspareunia, and other injuries as they become apparent. No further info has been provided.